Manufacturer narrative:
Failure analysis noted that the pump was received with constant motion sensor test failure alarm during rewind due to motor encoder out of phase. Analysis was unable to perform displacement test or confirm motor error and motor position encoder error alarm due to constant motion sensor test failure alarm. The pump was received with scratched lcd window, broken reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 222 mg/dl. The customer sate the pump may have been exposed to a high magnetic field, during an MRI. The drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.